Event description:
Customer reported that pump battery was depleting too rapidly, with a full charge dropping to 20% within 11 hours. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the rapid depletion through the pump history and arranged for a replacement pump. Customer intended to continue using the current pump until the replacement arrived and was instructed on how to put the pump into storage mode before returning it to tandem. Additionally, the shipping address for the replacement pump was confirmed.